Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure, the footswitch presented with problems. Surgery was completed using an alternate footswitch with no impact to the pt.